Event description:
Patient reported that curlin pump on last infusion was not pumping correctly and infusion is taking longer than usual, and requested a new pump. No adverse events or interruption in therapy reported. Replacement pump will be sent. No further information.